Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 94-112 mg/dl. Additionally, it was reported that the customer received a minimum fill notification. Reportedly, the customer was unsure of the amount left in the cartridge prior to the minimum fill notification, but confirmed with tandem technical support (cts) that it was due to the excess amount of insulin used during the fill tubing process. The customer filled the cartridge with 120 units and stated that the cartridge became under-filled because the fill tubing step was just performed. Customer was unable to load successfully since customer was out of insulin. Customer informed cts that the health care provider would be contacted to obtain more insulin. Customer stated she will complete the load process on her own and declined further follow up. The customer confirmed that an alternate method of insulin delivery was available.